Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and diabetic ketoacidosis (dka) resulting in a hospitalization; bg values were not provided. Customer's healthcare provider alleged that an unspecified pump issue was the cause of bg/dka. A supply change was performed to address bg. Customer was treated with a drip. During a follow-up, it was confirmed the customer had been released from the hospital with the issue resolved and no permanent damage.